Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left anterior descending coronary artery that was mildly tortuous, heavily-calcified and 99% stenosed. After the xience prime 2.5 x 23 mm stent was deployed, a proximal edge dissection was observed. A xience prime 3 x 28 mm stent was used as treatment. There was no clinically significant delay. No additional information was provided.